Event description:
The 5mm plastic shielded trocar broke during insertion of the device into the pt's abdomen. This occurred during laparoscopic cholestectomy surgical procedure. The cause of the breakage was due to a cold fracture of the plastic during the molding process, where a void is near the area where the shield attaches to the trocar. The part of the device that cracked did not enter the pt, but there is a remote possibility that future occurrences of this problem could cause the device to drop into the pt as an udf. There were no injuries to the pt and there were no delays in surgery. The reported device is the same as the device cleared by 510k. No additional reports of the device malfunctioning have been reported, all lots distributed have been depleted.